Event description:
A report was received that the patient's paddle lead was explanted due to 2 damaged contacts. Imaging was performed and showed the contacts as displaced but had not popped off the paddle lead. During a revision to reposition the same paddle lead, the physician saw 1 contact that was dislodged and 1 contact was missing and removed the lead. Another lead was used and was repositioned but the patient had to be brought back to the or due to dural compression signs such as pain and hemiplegia. The new lead was removed again, there were no signs of hematoma. The patient was kept in the ICU due to temporary paralysis (not device related). It is unknown if the missing contact was removed from patient. The physician believes the patient is doing well.

Manufacturer narrative:
Device analysis indicated that the paddle lead passed photographic tests performed. The explanted paddle lead exhibited substantial damages. The proximal ends were cut intentionally during the procedure. Electrode #8 was dislodged and electrode #16 was missing. Both proximal ends were not returned. The damage was considered as explant damage and it is not considered a device failure.

Event description:
A report was received that the patient's paddle lead was explanted due to 2 damaged contacts. Imaging was performed and showed the contacts as displaced but had not popped off the paddle lead. During a revision to reposition the same paddle lead, the physician saw 1 contact that was dislodged and 1 contact was missing and removed the lead. Another lead was used and was repositioned but the patient had to be brought back to the or due to dural compression signs such as pain and hemiplegia. The new lead was removed again, there were no signs of hematoma. The patient was kept in the ICU due to temporary paralysis (not device related). It is unknown if the missing contact was removed from patient. The physician believes the patient is doing well.

Event description:
A report was received that the patient's paddle lead was explanted due to 2 damaged contacts. Imaging was performed and showed the contacts as displaced but had not popped off the paddle lead. During a revision to reposition the same paddle lead, the physician saw 1 contact that was dislodged and 1 contact was missing and removed the lead. Another lead was used and was repositioned but the patient had to be brought back to the operating room due to dural compression signs such as pain and hemiplegia. The new lead was removed again, there were no signs of hematoma. The patient was kept in the ICU due to temporary paralysis (not device related). It is unknown if the missing contact was removed from patient. The physician believes the patient is doing well.

Manufacturer narrative:
Additional information was received that there was only one lead involved in the procedure. The physician confirmed that missing contact/electrode was removed from the patient, and that the compression signs (pain and hemiplegia), and transient paralysis were procedure related.

Event description:
A report was received that the patient's paddle lead was explanted due to 2 damaged contacts. Imaging was performed and showed the contacts as displaced but had not popped off the paddle lead. During a revision to reposition, the same paddle lead, the physician saw 1 contact that was dislodged and 1 contact was missing and removed the lead. Another lead was used and was repositioned but the patient had to be brought back to the or due to dural compression signs such as pain and hemiplegia. The new lead was removed again, there were no signs of hematoma. The patient was kept in the ICU due to temporary paralysis (not device related). It is unknown if the missing contact was removed from patient. The physician believes the patient is doing well.

Manufacturer narrative:
Additional information was received that according to the physician, the patient did not experience dural compression symptoms. The patient had symptoms similar to one of a patient who would have dural compression but when the physician checked, the patient did not have a dural compression and the symptom of pain was not device related.